Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Pneumoperitoneum is a known complication of a peg tube placement procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent percutaneous endoscopic gastrostomy (peg) tube placement procedure. After an unspecified period of time, the patient experienced pneumoperitoneum. On (B)(6) 2016, patient was discharged with known pneumoperitoneum and abdominal pain. Abdominal pain was not relieved by the use of over the counter pain medications, and patient went to the emergency department. Physical exam was positive for abdominal pain, constipation, and abdominal distention. On (B)(6) 2016, the patient was hospitalized to monitor for signs of bowel injury. The patient was given pain medications. CT scan was done on (B)(6) 2016. Complete blood count (cbc), complete metabolic panel (cmp) were drawn on (B)(6) 2016 without any significant abnormalities. Fluoroscopy of upper gi and abdomen x-ray were completed on (B)(6) 2016 showed pneumoperitoneum without change from CT done on (B)(6) 2016. Repeat xray of abdomen on (B)(6) 2016 had no changes. There was no evidence of contrast leak from peg tube placement. Gastro intestinal (gi) injury was ruled out. On (B)(6) 2016, the patient was discharged.